Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced a bent cannula issue on (B)(6) 2026. The patient experienced skin irritation. Infusion set has been in use few hours. No further information is available.